Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2020. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot l20179b.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 21-oct-2020, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant false negative results on a (B)(6) year old female patient undergoing chemotherapy. There was no additional patient information at the time of this report. Return product is available for investigation. Method: date: collected: tested: results: sample: I-stat on: (B)(6) 2020; 22:15 22:15 0.03 ng/ml; wb, in lithium heparin, may not have been filled to capacity. Lab on: (B)(6) 2020; 22:15 23:01 1.27 ng/ml; plasma, same draw as I-stat 22:15, the tube was spun down. I-stat on: (B)(6) 2020; 00:11 00:11 0.08 ng/ml; wb, in lithium heparin, was filled to capacity. Lab on: (B)(6) 2020; 00:11 10:00 1.45 ng/ml; plasma, same draw as I-stat 00:11, the tube was spun down. I-stat on: (B)(6) 2020; 00:11 10:00 0.02 ng/ml; plasma. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Per I-stat system manual: art: 714258-00t. Reportable range: 0.00 - 50.00; reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).